Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak from an unknown location during pd therapy. The patient reported receiving an air detected in cassette alarm during fill 1 of 5 of treatment. The cause of the leak is unknown. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. It was reported that an alternate treatment option was available. Upon follow up, the peritoneal dialysis registered nurse (pdrn) confirmed the reported event. There was an air detected in cassette warning during fill 1 of 5 of treatment and treatment was cancelled. Upon opening the cassette door, there was fluid leaking out. The cause of the leak was unknown, and the pdrn stated that there were no other fluid leaks were found. Additionally, the pdrn confirmed that there were no issues with the bag and confirmed that the bag was not leaking. The pdrn stated that per the clinic¿s procedure the patient was prescribed prophylactic antibiotics (medication, dose, and route were unknown). The pdrn confirmed that despite the prophylactic antibiotics, there were no symptoms, adverse events, or injuries requiring medical intervention required as a result of the reported event. The patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and was unable to complete peritoneal dialysis treatment on the night of the reported event. The patient has received a new cycler which is working well and is continuing peritoneal dialysis therapy with no further issues. The cycler was scheduled to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak from an unknown location during pd therapy. The patient reported receiving an air detected in cassette alarm during fill 1 of 5 of treatment. The cause of the leak is unknown. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. It was reported that an alternate treatment option was available. Upon follow up, the peritoneal dialysis registered nurse (pdrn) confirmed the reported event. There was an air detected in cassette warning during fill 1 of 5 of treatment and treatment was cancelled. Upon opening the cassette door, there was fluid leaking out. The cause of the leak was unknown, and the pdrn stated that there were no other fluid leaks were found. Additionally, the pdrn confirmed that there were no issues with the bag and confirmed that the bag was not leaking. The pdrn stated that per the clinic¿s procedure the patient was prescribed prophylactic antibiotics (medication, dose, and route were unknown). The pdrn confirmed that despite the prophylactic antibiotics, there were no symptoms, adverse events, or injuries requiring medical intervention required as a result of the reported event. The patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and was unable to complete peritoneal dialysis treatment on the night of the reported event. The patient has received a new cycler which is working well and is continuing peritoneal dialysis therapy with no further issues. The cycler was scheduled to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: the actual device was returned to the manufacturer. No physical damage was noted during an external visual inspection. There were visual indications of dried fluid within the cassette compartment on the door and on the safety clamp. There were no visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. A 3-hour accelerated stress test (ast) simulated treatment was initiated and completed without failures. There were no fluid leaks found in the test cassette and there were no alarms. The cycler underwent and passed a system air leak test, balloon valve actuation test, and a patient sensor calibration check. A mushroom head check passed. An internal visual inspection was performed and encountered fluid in hp2. Fluid in the hp2 filter is a failure related to the reported symptom code lf22 (m31 air detected in cassette warning). There were visual indications of dried fluid on the bottom cover under the pump assembly, on the bottom cover behind the front panel, on the bottom pump gasket, and behind mushroom heads a & b. The cause of the observed fluid could not be determined. There were no other visual discrepancies observed during the internal inspection. A review of the device manufacturing records was conducted and there were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, no malfunctions were found that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined. The cycler was refurbished following the evaluation.

Manufacturer narrative:
Corrections: g4, h6 additional information: g1.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak from an unknown location during pd therapy. The patient reported receiving an air detected in cassette alarm during fill 1 of 5 of treatment. The cause of the leak is unknown. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. It was reported that an alternate treatment option was available. Upon follow up, the peritoneal dialysis registered nurse (pdrn) confirmed the reported event. There was an air detected in cassette warning during fill 1 of 5 of treatment and treatment was cancelled. Upon opening the cassette door, there was fluid leaking out. The cause of the leak was unknown, and the pdrn stated that there were no other fluid leaks were found. Additionally, the pdrn confirmed that there were no issues with the bag and confirmed that the bag was not leaking. The pdrn stated that per the clinic¿s procedure the patient was prescribed prophylactic antibiotics (medication, dose, and route were unknown). The pdrn confirmed that despite the prophylactic antibiotics, there were no symptoms, adverse events, or injuries requiring medical intervention required as a result of the reported event. The patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and was unable to complete peritoneal dialysis treatment on the night of the reported event. The patient has received a new cycler which is working well and is continuing peritoneal dialysis therapy with no further issues. The cycler was scheduled to be returned to the manufacturer for physical evaluation.